Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the customer had multiple cartridges begin to leak. There was no reported impact to customers' blood glucose level.